Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation will be performed, a follow-up medwatch report will be submitted.

Event description:
It was reported that two communications failures occured during registration phase. The delay during the surgery was less than 30 minutes.

Manufacturer narrative:
A full analysis of data logs has been performed and confirmed that there were 2 communication errors during the surgery. The first one occured during cooperative mode and is due to a udp socket timeout error detected by the controller, this design defect is known. An issue evaluation has been specially opened to assess this issue. The second one is due to an over force applied on one of the arm axis. The probable root cause is an excessive force on the arm applied by the user during cooperative mode, however this cannot be confirmed from the available information. The field service engineer was not present during the surgery and cannot confirm this.

Event description:
During the registration phase, the arm was extended to scan the left temple of the patient and the surgeon was attempting to move it, but there was a communication failure and the robot shut down around 9:32. The arm was not at it's maximum extension, but the surgeon was having trouble moving the arm right before the shut down. The robot was rebooted and registration was started again. This time the surgeon was attempting to mark the point at the patients left lateral canthus and there was another communication failure and shut down at 9:37. The arm was in a similar location to the previous shut down. The computer was rebooted and registration was preformed a third time with great accuracy, and the remainder of the case continued smoothly.

Manufacturer narrative:
It was incorrectly reported in the final report that the cst was not present during the surgery. The subject report is submitted to correct this statement. According to assisted surgery report the cst was present during the surgery.